Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) eroded through the patient¿s skin of the left pectoral pocket. The ICD system was removed and a new system was implanted. No further patient complications have been reported as a result of this event.